Event description:
It was reported that the port had been in place for one year when problems were encountered with infusion. It was determined that the catheter was leaking. The port was removed and replaced without any complications.